Event description:
It was reported that after the preparation of the insertion site, it broke when it was being implanted, then removed the broken part and changed to a new one to finish the surgery. No patient injury reported. Back-up device was available.

Manufacturer narrative:
One 4.5 twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken at the suture eyelet and is missing small pieces. Examination of the inserter confirmed one inserter tine is missing and the other is bent. The condition of the device indicates it was subjected to off axis insertion.